Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray confirmed lead migration. The system was explanted. The patient reported picking up 5-gallon containers of gasoline and receiving a massage or manipulation in the weeks following the permanent implant procedure. Previous scs system (manufacturer unknown). History of scarring, infection and fbs due to previous scs system.